Manufacturer narrative:
Additional information for the initial MFR 1220648-2024-20474 was provided in sections b1, b2, b5, h1, and h6 to reflect new information provided to abiomed regarding limb ischemia and the possible relationship between the patient's outcome and the use of the impella device. This report is being filed as part of a retrospective review of historical records.

Event description:
It was additionally reported that the patient experienced limb ischemia during impella cp support. Upon review of the information for the case, with additional information provided to abiomed that the impella may have been a factor in the patient's pericardial bleed, the use of the device cannot be excluded from the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, pericardial fluid accumulation was noted from the beginning, and drainage was performed. The bleeding was controlled, and the patient was taken off ECMO to improve hemodynamics with impella. Immediately after being taken off ECMO, massive bleeding was observed again from the pericardium, and it was determined that there was bleeding in the anterior wall of the right atrium due to chest compression. Surgical repair was considered, but the family did not request any more aggressive treatment, and the patient expired after removal. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).